Manufacturer narrative:
Method of evaluation: - review of information reported to lifecell; - review of the device history record for lot sp100128; - review of the lifecell complaint management system. Results of evaluation: - the lot number of the device implanted on (B)(6) 2013 remains unknown and the date that this device was explanted was not reported. The second device implanted (lot sp100128) has not been reported as explanted and remains in place. - post operative bleeding and hematoma formation are known post operative complications for any surgical procedure and unrelated to the implantation of the lifecell device. Infection is an anticipated complication in breast reconstruction procedures, with or without the use of an acellular dermal matrix (adm). - investigation into lot sp100128 resulted in no remarkable findings, including acceptable sterilization and no deviations or nonconformances revealed during processing. - a query of the complaint management system on (B)(6) 2015 revealed no other complaints against lot sp100128. - as of (B)(4) 2015, of the (B)(4) devices released to finished goods, (B)(4) devices have been distributed. - lot sp100128 met all qc release criteria. Conclusion: device not returned. Additional clinical event information was requested. The surgeon was contacted on (B)(4) 2015. To date, no additional information has been received. Limited information was reported. Internal investigation resulted in no remarkable findings, including (B)(4) devices distributed with no other complaints reported against lot sp100128 and no deviations or nonconformances revealed during processing. Post operative bleeding and hematoma formation are known post operative complications for any surgical procedure and unrelated to the implantation of the lifecell device. Although a suspected infection was reported, no culture results were reported to confirm the suspected infection. Based on the reported information and the internal investigation into lot sp100128 with no remarkable findings, the suspected infection is unlikely related to the lifecell device. If lifecell receives additional clinical event details associated with this patient, additional internal investigation will be performed and a follow up report will be filed. Explanted device discarded by physician.

Manufacturer narrative:
This is a follow up report #1 to correct an error in the results of evaluation and conclusion. It was originally reported that no other complaints were reported against lot sp100128, the statement should read that no similar complaints were reported against this lot. See corrected statements below: results of evaluation: a query of the complaint management system revealed no similar complaints against lot sp100128. Conclusion: additional clinical event information was requested. The surgeon was contacted on (B)(6) 2015, (B)(6) /2015 and (B)(6) 2015. To date, no additional information has been received. Limited information was reported. Internal investigation resulted in no remarkable findings, including 322 devices distributed with no similar complaints reported against lot sp100128 and no deviations or nonconformances revealed during processing. Post operative bleeding and hematoma formation are known post operative complications for any surgical procedure and unrelated to the implantation of the lifecell device. Although a suspected infection was reported, no culture results were reported to confirm the suspected infection. Based on the reported information and the internal investigation into lot sp100128 with no remarkable findings, the suspected infection is unlikely related to the lifecell device. If lifecell receives additional clinical event details associated with this patient, additional internal investigation will be performed and a follow up report will be filed. Explanted device discarded by physician.

Event description:
(B)(4).

Event description:
It was reported to lifecell that a (B)(6) year old female patient, with a history of smoking, underwent a nipple sparing mastectomy with implant and lifecell device (lot number unknown) on (B)(6) 2013. It was reported that the patient experienced postoperative bleeding with removal of a large hematoma (date of event unknown). Implant exchange and reinsertion of another lifecell device (lot sp100128) was reported (date unknown). The patient presented with a suspected infection on (B)(6) 2014.